Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, manipulating the connected video laryngoscope blade caused the video connection to cut in and out on the screen. The customer reported isolating the issue to just the glidescope core smart cable. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative performed a visual inspection to the reported smart cable and confirmed that the hdmi connector was damaged. Due to the damage found to the smart cable's hdmi connector, the verathon technical service representative was unable to connect the smart cable to any verathon test equipment and test the cable further for the reported image issue. The verathon technical service representative was unable to confirm nor deny the reported image issue due to the damage found. Upon completion of the evaluation the glidescope core smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure.